Manufacturer narrative:
Device was used for treatment, not diagnosis. Event date: melhorn, alexander t., walther, markus, iblher, niklas, sudkamp, norbert p., schmal, hagen (2016). Complication assessment and prevention strategies using midfoot fusion bolt for medical column stabilization in charcot's osteoarthropathy. The foot, volume 29, pages 36 - 41. This report is for a 6.5mm diameter solid midfoot fusion bolt (part # unknown, lot # unknown, quantity unknown). The investigation could not be completed; no conclusion could be drawn, as no product was returned and no lot number or part number was provided. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: melhorn, alexander t., walther, markus, iblher, niklas, sudkamp, norbert p., schmal, hagen (2016). Complication assessment and prevention strategies using midfoot fusion bolt for medical column stabilization in charcot's osteoarthropathy. The foot, volume 29, pages 36 - 41. Germany. The purpose of this article was to analyze postoperative complications, define risk factors for those and develop strategies for prevention. Between april 2011 and september 2015, fourteen (14) consecutive patients (male=9, female=5), with mean ages of 59 (+/-9) years, were admitted with charcot neuro-osteoarthropathy of the foot and arch collapse were treated with medial and lateral column stabilization (open reduction) using midfoot fusion bolt and lateral lag screws. Concomitant devices reported: a 7.0mm large diameter screw (part # unknown, lot # unknown, quantity unknown). This is report 1 of 2 for (B)(4); this part data is for a 6.5mm diameter solid midfoot fusion bolt (part # unknown, lot # unknown, quantity unknown) involving 8 patients who experienced dislocation of midfoot fusion bolt and 1 patient who experienced a bolt breakage.